Event description:
According to the initial report, "subject: (B)(6) on (B)(6) 2016 124 days post implant, subject experienced thrombosis which required a coronary angiography ((B)(6) 2016), redo sternotomy ((B)(6) 2016) and ascending aortic arch replacement ((B)(6) 2016). The implant was also removed on (B)(6) 2016. At time of hospitalization the subjects inr was 2.6. They were discharged on (B)(6) 2016. Subject in the post market study: (B)(6)- post market clinical follow up study protocol of the on-x ascending aortic prosthesis (aap)- single site retrospective study. Pi: [surgeon]. While artivion representative was performing paper crf review, adverse events were discovered as they were documented in crf submitted for study. Medical records/source documentation has not been provided for review and will not likely be obtained. Given the retrospective nature, these events are not current. (Study timeline is 2008-2018) identified events were reported to field assurance in a per subject report."